Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Sigma im rod was broken, approximately 2 1/2 inches were missing from the proximal end.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were conducted. No additional information was obtained. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015 the company has identified the potential for the sp2 im rod 400mm instrument (pn 96-6120) made with 455 ss alloy to fail due to fatigue and/or overload when excess leverage is applied to the sp2 im rod 400mm instrument (pn 96-6120). There is a deep j-shaped groove at the tip of the rod, which allows a sleeve to lock into place when used in revision cases. It is within this groove that fracture can occur. The sp2 im rod 400mm instruments (pn 96-6120) made from 17-4 ss, distributed between may 1995 and february 2001, are being included in this recall notice to retrieve any instruments remaining in the market. The investigation could not identify or verify any product contribution without the lot code or product to examine. Additional corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.